Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation but the disposable used is not available since it was discarded. Although the patient involved in the incident died, it was confirmed by the director of the trauma services that the device did not contribute to death (on (B)(6) 2022) via an on site visit by belmont clinical specialist . Belmont's clinical specialist reached out to the biomed on 10/4/22 for further information, the biomed stated that only prbc was infused and he does not have any further information. There is no information available indicating what was used to prime the system. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available indicating what was used to prime the system. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. Belmont is currently investigating the returned device. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The biomed reported that the system had overtemp alarms during use. The alarm is generated to alert the user of the condition of the device. Although it was reported the patient expired , the director of trauma services confirmed that the device did not contribute to the patient death.

Manufacturer narrative:
Upon receipt of the referenced rapid infuser, ri-2 unit s/n: (B)(6), service engineers were unable to confirm the customer complaint of over temperature alarm after extensive testing and 48 hours of stress testing at elevated temperatures. They also double checked both input and output temperature probes, the heater control board, the power drive module assembly and found that the unit performed according to our specifications upon receipt. Belmont service department upgraded the system to the latest software revision. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The disposable set was discarded therefore no investigation could be performed on the disposable set. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The device history record was reviewed, and no similar issues were found on this device. No device malfunction could be verified, and the root cause could not be determined. Although the device was found to have no issues, the user was provided with a new unit. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.